Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 25mm amplatzer pfo occluder was implanted into the patient. During the procedure, the device embolized into the descending aorta. The device was snared and replaced with a 30mm amplatzer pfo occluder. The left atrial disc of the new device was deformed into a bulbous shape and was replaced with a 35mm amplatzer pfo occluder. The 30mm replacement was implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
It was reported that on (B)(6) 2022 a 25mm amplatzer pfo occluder was selected for implant. During the procedure, the device embolized into the descending aorta. The device was snared and replaced with a 30mm amplatzer pfo occluder. During the implant of the 30mm device, the left atrial disc was deformed into a bulbous shape. The device wasn't implanted and was replaced with a 35mm amplatzer pfo occluder, which was successfully implanted. There was no clinically significant delay in procedure reported and no adverse patient effects. Subsequent to the previously filed report, additional information was received that the patient is reported to be stable. It is believed that the 25mm amplatzer pfo embolized due to using the wrong size, and poor placement. It was also noted that the patient had tortuous anatomy. It became known interprocedurally that the device embolized. For the 30mm amplatzer pfo occluder, the device was not released inside patient anatomy, there was an angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment.

Manufacturer narrative:
An event of device embolized into the descending aorta was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.